Manufacturer narrative:
The hospital biomedical engineer performed a checkout of the unit and confirmed the logs indicated the reported fault occurred, however the reported failure was not able to be duplicated. Patient information currently unavailable.

Event description:
The hospital reported the unit stopped ventilating in pressure support ventilation mode. The unit was switched to manual ventilation to complete the case. There was no reported patient injury.